Event description:
Reportedly, on (B)(6) 2011 (the implantation day), the device was found in standby mode instead of ddd when connected to leads. The physician required explanations about the date of the switch to standby mode.

Manufacturer narrative:
(B)(6) 2011. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.